Manufacturer narrative:
(B)(4). Evaluation summary: the device was evaluated and the issue was identified through review of the event history logs. This is an ancillary service event. The device received an internal/external inspection and a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The cause was determined to be an insufficient drain due to one or more cycles advancing to next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 20:19:06. During night drain cycle three, the patient's ultrafiltration reading was 905ml, indicating the home patient (hp) drained 905ml more than their maximum programmed fill volume of 1500ml. No additional information is available.